Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 30th january 2019. The returned pad-pak was investigated, revealing a battery cell had failed. This had resulted in a low pad-pak voltage and the device initially failing a self-test due to a low battery on the (B)(6) 2019. The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status led and failure chirp, as per the reported fault. The hdf-3500 performed to specification throughout the investigation. The battery monitoring circuitry and device current drain were verified without fault. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing self-tests. This is equivalent to approximately 33 months of normal use without fault. Information from the device memory suggests the pad-pak was first installed on the 12th april 2019 and the device passed all daily self-tests up to the 20th june 2019. The device then failed the following daily self-test on the 21st june 2019, recording a significant decrease in battery voltage from the previous self-test. It is therefore assumed that the cell had failed around this time. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
The alarm is ringing. When the power is turned on, the "battery remaining" announcement is available. The alarm sounds even if the power is turned off. Low battery prompt. There was no patient involved in this event.